Manufacturer narrative:
(B)(4). Concomitant medical products: unknown natural knee femur, catalog #: unk, lot #: unk; unknown natural knee tibia catalog #: unk, lot #: unk. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2018-05068. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient underwent poly swap and patellar resurfacing due to pain.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history records (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined due to limited information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.